Manufacturer narrative:
Evaluation summary: analysis results indicated physical evidence associated with user error. The analysis results found that the h12lp instrument was received with the tip of the sleeve melted. This type of damage is consistent with the one produced by an energetic device. As per the warnings and precautions on the instructions for use special care should be observed when using the instrument on an ultrasonic procedure as follows: "a thorough understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. Ensure that electrical insulation or grounding is not compromised. Do not immerse electrosurgical instruments in liquid unless the instruments are designed and labeled to be immersed." We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during adrenalectomy, the obturator was put into the port and the harmonic device was used for approximately five minutes and when they had pulled the device out and went to put it back in, it would not fit. They removed it and it was melted at the distal tip of the trocar. The customer used another device to complete the case.